Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "problem performing" which was reproduced and clarified as an inoperable keypad during evaluation. The device evaluation confirmed the #0, #2, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #0 key will occur following the selected key's function (e.g. When the #1 key is pressed 10 will be displayed). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had "problems performing" in the med iii care area. It was also reported that there was no patient involvement.